Event description:
The haptic of the lens folded over the optic as it was implanted in the patient's eye. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00090 for the intraocular lens used with this delivery device.